Event description:
Disassembly of the glenoid sphere from the baseplate at five-months post-operative. Disassembly occurred during physiotherapy when the physiotherapist moved arm to total anterior elevation.

Manufacturer narrative:
Device history record reviewed. Device history record showed device was made to specification. Dimensional analysis showed device met specification. Visual analysis found scratches on the outer surface of the sphere. Lower part of the insert is worn, likely due to contact with baseplate or bone. Impaction of the sphere was correct. Thread damage to screw that holds sphere onto baseplate. Radiographs provided no additional info. This is the initial report submitted regarding this surgical event and medical device.